Event description:
Customer reported a "needle hub crack, which caused air aspiration" during puncture of subclavian vein. No additional information was available regarding the patient's condition.

Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reported a "needle hub crack, which caused air aspiration" during puncture of subclavian vein. No additional information was available regarding the patient's condition.